Event description:
The patient had a litt procedure on (B)(6) 2022 for a recurrent tumor.. According to a laantern ae form entered on (B)(6) 2022, the patient experienced an infection. The patient "underwent scheduled craniotomy for tumor progression/recurrence on (B)(6) 2022 and "necrosis and mushy tissue which appeared abnormal" was found during procedure." Interventions included hospitalization (B)(6) 2022 to (B)(6) 2022, surgical intervention of craniotomy, and 4 weeks of antibiotic therapy.

Manufacturer narrative:
No product sterility issues were identified. Investigation/DHR review confirmed that the disposable products utilized in this case were sterilized per procedure and met sterility requirements. Infections a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.